Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for insulin pump error. Blood glucose at the time of incident was unknown. The customer reported that they are able to rewind the insulin pump. Assisted with performing displacement test and test was failed . Advise the insulin pump requires replacement and to revert to backup per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or delivery anomalies noted. No delivery anomalies during basal noted. The motor was tested outside of device and passed. Unit was received with broken belt clip rails and minor scratches on lcd window.